Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found that the helix was retracted. Dried bodily fluid was noted in the helix housing and neck region. A resistance test was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. A x-ray was obtained and no fractures were identified. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This lead was received at boston scientific's return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The field clinical representative (fcr) reported that this right atrial (ra) lead, implanted on (B)(6) 2017, had perforated the ra wall. The lead was removed and replaced with a passive fixation ra lead. No further intervention was required. Boston scientific received information that the perforation was discovered during follow-up (post-implant).